Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for plunger cap broken and thumbpress broken on lot # 9308292. A review of risk management 150rmn-0001-16 revision 13 indicates that the potential risk of this specific reported incident (syringe, plunger cap broken and thumbpress broken) was captured and addressed appropriately. Investigation summary: customer returned (1) loose 3/10cc, 6mm syringe. Customer states that the cap and thumb press are broken. The returned syringe was examined and exhibited a crushed plunger cap and broken thumb press on the plunger rod. Manufacturing ((B)(4)) will be notified of this issue. A review of the device history record was completed for batch# 9308292. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200860185] noted that did not pertain to the complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: as per investigation completed by manufacturing under investigation child (B)(4). "On 20jul2020, (B)(4) received a complaint, via a picture. Visual inspection of the picture found (1) syringe with a broken thumb press and a crushed cap. Process summary: the automatic syringe assembly machine feeds 0.5ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Broken thumb press: there were no quality notifications or maintenance dispatches during the production of this batch that pertained to this defect. A root cause cannot be determined. Damaged plunger cap: root cause: l2l dispatch #85161 was created for damaged caps. A plunger was caught in between the top and bottom dials. Corrective action: adjusted and removed the plunger. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends." Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that 2 syringe 0.5ml 31ga 6mm 10bag 500 ap experienced product damage while still considered operable. Product defect was noted prior to use. The following information was provided by the initial reporter: a patient found broken cap and thumb press.